Manufacturer narrative:
The device was manufactured november 12, 2018 - november 13, 2018. The actual sample was received for evaluation. The bag was sliced at the top where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed which observed a leak from the spike port weld in front of the bag and dripping down the spike port. Magnified inspection observed a tear/hole at the spike port weld in front of the bag where the leak occurred. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the port weld. The leak was discovered in the dispensing room prior to patient use. There was no patient involvement. No additional information is available.